Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements of greater than 200 ohms. Technical services recommended programming changes and defibrillation threshold (dft) testing. The patient scheduled an appointment with their health care professional (hcp) and adjustments will be made at that time. This lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead continued to exhibit shock impedance measurements of greater than 200 ohms. The boston scientific representative questioned whether or not this lead should be revised. Technical services (ts) recommended reprogramming options and defibrillation threshold (dft) testing. Reprogramming was completed and the shock impedance measurements returned to less than 90 ohms. Additionally, it was noted that dft was not performed. At this time, this lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements of greater than 200 ohms. Technical services recommended programming changes and defibrillation threshold (dft) testing. The patient scheduled an appointment with their health care professional (hcp) and adjustments will be made at that time. This lead remains in service. No adverse patient effects were reported.